Event description:
Pt continued with angina. Found to have lesion in right coronary artery: attempt was made at balloon dilatation & stenting. The stent became dislodged and was able to be deployed in the appropriate place, plus the guide-wire became entangled in the stent. Pt was taken for emergency coronary artery bypass surgery.